Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer stated that the venous adapter was cracked after the catheter was inserted into the patient's body for 1 month. The catheter was pulled and replaced with a new one. No additional information provided.